Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report a loss of connection between transmitter and both receiver and smart phone that occurred on (B)(6) 2016. Patient's father was advised to turn the bluetooth on and off and reboot the phone. No additional patient or event information is available.